Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements of over 3000 ohms. Technical services (ts) analyzed device episode data and found that the impedances had been alternating between 3000 and 400 ohms. Ts also found stored ventricular episodes that were caused by oversensing of noise on the rv lead channel. In one episode there was an inappropriate shock. Both episodes had inappropriate anti-tachycardia pacing (atp) delivered. Ts recommended turning off tachycardia therapy until replacement of rv lead. The noise was recreated through isometric test. A lead revision has been scheduled. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements of over 3000 ohms. Technical services (ts) analyzed device episode data and found that the impedances had been alternating between 3000 and 400 ohms. Ts also found stored ventricular episodes that were caused by oversensing of noise on the rv lead channel. In one episode there was an inappropriate shock. Both episodes had inappropriate anti-tachycardia pacing (atp) delivered. Ts recommended turning off tachycardia therapy until replacement of rv lead. The noise was recreated through isometric test. A lead revision has been scheduled. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted due to intermittently high pacing impedance measurements and inappropriate therapy. A new ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements of over 3000 ohms. Technical services (ts) analyzed device episode data and found that the impedances had been alternating between 3000 and 400 ohms. Ts also found stored ventricular episodes that were caused by oversensing of noise on the rv lead channel. In one episode there was an inappropriate shock. Both episodes had inappropriate anti-tachycardia pacing (atp) delivered. Ts recommended turning off tachycardia therapy until replacement of rv lead. The noise was recreated through isometric test. A lead revision has been scheduled. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted due to intermittently high pacing impedance measurements and inappropriate therapy. A new ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements of over 3000 ohms. Technical services (ts) analyzed device episode data and found that the impedances had been alternating between 3000 and 400 ohms. Ts also found stored ventricular episodes that were caused by oversensing of noise on the rv lead channel. In one episode there was an inappropriate shock. Both episodes had inappropriate anti-tachycardia pacing (atp) delivered. Ts recommended turning off tachycardia therapy until replacement of rv lead. The noise was recreated through isometric test. A lead revision has been scheduled. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was explanted due to intermittently high pacing impedance measurements and inappropriate therapy. A new ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.